Event description:
It was reported that the implant at tooth site #13 was removed due to infection and bone loss. The patient returned on (B)(6) 2014 for the placement of implant at tooth site #13. Subsequent examinations on (B)(6) 2014 noted that all healing was within normal limits, as such implant was restored on (B)(6) 2014. The patient returned on (B)(6) 2026 complaining of pain and a possible infection. X-ray imaging confirmed bone loss. The implant was removed and the site was debrided. The patient started on amoxicillin 500 mg. The patient anticipated returning on (B)(6) 2026 for a re-evaluation of a future bone graft. Symptoms as a result of the event: abscess and pain.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k101880. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.